Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump passed self-test and no unexpected programmed or check settings alarm noted. No cosmetic damage noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they woke up with high blood glucose and a check settings alarm. The customer reported their blood glucose was 444 mg/dl. The customer treated their blood glucose with a bolus. The customer also reported the insulin pump alarmed no delivery when they bolused. Customer declined to troubleshoot for their blood glucose. The customer stated their blood glucose declined to 427 mg/dl after treatment with 15 units of insulin. Customer was also assisted with programming the insulin pump. The customer's blood glucose was 319 mg/dl at the end of the call. The insulin pump will be returned for analysis.